Event description:
It was reported a patient experienced an abdominal hernia coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient had a surgical repair of the abdominal hernia, which did not require hospitalization. The patient did not have a past medical history of a hernia. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. The device was received for evaluation. There were no failures or malfunctions identified that could have caused or contributed to the reported event. Issue such as this is patient symptom in nature and would not be recorded in the logs or reproducible during evaluation. As a result, the root cause of the reported issue cannot be determined based on the information available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.